Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 10. Details of surgery: immediate extraction site. On (B)(6) 2024, non-osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.

Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid 19pandemic in accordance with FDA guidance "postmarketing adverse eventreporting for medical products and dietary supplements during apandemic" published may 2020.

Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 10. Details of surgery: immediate extraction site. On (B)(6) 2024, non-osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.